Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that pacing impedance measurements have varied from 450 ohms to greater than 2,000 ohms for approximately 6 months, however, measurements in clinic were noted to be in the 400 ohms range and high out of range measurements were unable to be recreated. An x-ray was scheduled. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that varied pacing impedance measurements were observed in addition to varied pacing threshold measurements. An invasive procedure was performed. The lead was removed from the device header and tested on a pacing system analyzer (psa) and noted within range pacing threshold measurements and pacing impedance measurements. The lead was then reconnected to the device header and measurements consistent with the psa were observed. The device set screw was noted to be tight and the lead was not felt to be underinserted into the device header. A device header issue was suspected and the ICD was explanted and replaced. The rv lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.